Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their system explanted on an unknown date due to an unknown reason. No further information is available at this time.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.